Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and found the sample syringe assembly was leaking. The fsr replaced the syringe assy which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the syringe assy (rohs). Tracking and trending was reviewed for the syringe assy and did not identify any trends. Tracking and trending was reviewed for the architect i2000sr and no trends were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the syringe assy or the architect i2000sr processing module for serial number: (B)(4) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for multiple samples. The following data was provided (units of measure = ng/ml, customer normal range: 0.0 to 0.04 ng/ml): sample 1: initial result = 0.14, repeat = 0.01, repeat on another architect = 0.01. Sample 2: initial result = 0.066, repeat = 0.019, repeat on another architect = 0.020. Sample 3: initial result = 0.136, repeat = 0.003, repeat on another architect = 0.007. Sample 4: initial result = 0.05, repeat = 0.02, repeat on another architect = 0.02. Sample 5: initial result = 0.114, repeat = 0.027, repeat on another architect = 0.027. Sample 6: initial result = 0.164, repeat = 0.013, repeat on another architect = 0.021. Sample 7: initial result = 0.23, repeat = 0.01, repeat on another architect = 0.02. Sample 8: initial result = 0.14, repeat = 0.01, repeat on another architect = 0.01. No impact to patient management was reported.